Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was cracked, preventing the user from announcing a meal; the family transitioned to multiple daily injections and continued using a dexcom g7, and a replacement ilet was shipped with instructions to return the damaged unit. Symptoms included no reported adverse clinical effects, and a blood glucose value of 92 mg/dl was noted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device history and complaint review, user follow-up, and attempts to obtain the returned device for evaluation. Investigation of this case revealed a damaged display consistent with physical damage to the user interface component, with no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.